Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements. Review of rv pace impedance trends revealed fluctuating measurements with a baseline of approximately 425 ohms and spikes in measurement up to >3,000 ohms. There were no signs of noise in stored events or recent presenting electrograms (egms). It was suspected that the fluctating impedance measurements were attributed to the lead-to-header spring contact interaction. Technical services (ts) recommended further evaluation to rule out a lead integrity issue prior to considering continued monitoring. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead triggered a lead safety switch (lss) due to high out-of-range pace impedance measurements. Review of rv pace impedance trends revealed fluctuating measurements with a baseline of approximately 425 ohms and spikes in measurement up to >3,000 ohms. There were no signs of noise in stored events or recent presenting electrograms (egms). It was suspected that the fluctuating impedance measurements were attributed to the lead-to-header spring contact interaction. Technical services (ts) recommended further evaluation to rule out a lead integrity issue prior to considering continued monitoring. This crt-d system remains in service. No adverse patient effects were reported.